Event description:
It was reported that the touchscreen of a customer's insulin pump was cracked and shattered, rendering it unresponsive and illegible. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.